Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent vaginal repair in 2007 and mesh was implanted. Following the procedure, the patient stated that their body rejected the mesh. The patient underwent a mesh removal procedure 7 months later. The patient stated that the patient's body had grown in over the mesh and there is still some mesh left which has left the patient in chronic pain since 2007.